Manufacturer narrative:
Device evaluated by manufacturer?: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed and it was also observed that the device would not maintain peep (positive end-expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Event description:
It was reported to ventec that a customer's device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.